Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 01/06/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of customer experienced an over infusion could not be confirmed; no product or device logs were returned for investigation. The reported issue that the customer experienced an over infusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer experienced an over infusion. Information was obtained from a work order. Customer stated limited information is available. Although requested further information was not received.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information was not received.

Event description:
It was reported that the customer experienced an over infusion. Although requested further information was not received.